Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event occurred between (B)(6) 2025 involving a ext set w/2 clave¿ where the customer reported that at the scanner, the tubing tore during the injection of contrast agent, nacl. The patient was connected at the time of the event, the patient was stable, there were no adverse events, no one was harmed, there was no blood loss, there was no delay in therapy, the catheter was repositioned, the product was stored at 20-25 °c, there was an unusual resistance, the staff suspected that the catheter was bent.

Manufacturer narrative:
Received one used list #011-mc330633, ext set w/2 clave¿; lot #14227792. One used list #unknown, catheter; lot #unknown the tubing was observed to be torn. The reported complaint of a tube tear could be confirmed. The returned sample was observed to have a ballooned tubing set leading to a tear. The probable cause of the tear is from over pressurization during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 and g4 - PMA/510(k) #.